Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device flex, hose and cable damaged. The device was repaired and returned to customer on (B)(4) 2013.

Event description:
Customer reported device console displayed an error code of e5 and the speed of rotation was low. (B)(4).